Manufacturer narrative:
The device was returned for investigation and the report was confirmed. The root cause was found to be a deformed anvil tail. Either the tissue was outside the indicated tissue range or the reload had been clamped on something greatly outside the indicated tissue range prior to use causing the anvil tail to deform and the stapler to lose all clamp force on the tissue.

Event description:
It was reported that the first staple load firing resulted in none of the staples being fired or closed. With a second reload, at 24-48 hrs. The staple line failed. Patient was readmitted for emergency surgery to fix large gastric perforation.